Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "system error 322." Was not reproduced. A review of the event history log (ehl) revealed no occurrences of system error 322 but multiple occurrences of "system error 332." It was determined that the customer reported problem was a syntax error and should be reported as "system error 332.". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a system error 332. The cause of the condition was determined to be rear case flex cable was corroded. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed system error 322 (link switch error (low)) during testing in the biomedical service department. There was no patient involvement. No additional information is available.